Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a tubing set during an infusion of vancomycin. It was reported that the solution of vancomycin was not at room temperature and that the solution was not frothy or outgassing. It was also reported that the pump was swapped 3 times with all devices experiencing the same issue, resulting in a delay of therapy of approximately 1 hour. It was also reported that there was no patient injury. This report will address the third identified pump.